Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 541 mg/dl. Customer administered manual injections to address bg level. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.